Manufacturer narrative:
The actual device is in process of being returned for evaluation. The investigation is ongoing. Once we have completed the investigation, a supplemental report will be submitted with any additional relevant information.

Event description:
Complainant alleges: "during the laparoscopic procedure, dr. [Redacted] and the scrub techs noticed that the cholangiogram grasper screw came off inside the patient. All three personnel identified the issue and were able to find the screw and took it out of the patient. The grasper had another screw, which was attached to the grasper. Rn (registered nurse) brought a sterile cholangiogram grasper from spd [sterile processing department], and the md (medical doctor) compared the broken one to the newly open one, and made it certain, that nothing other than the screw that came out. No injury to patient." This was received via medwatch report (B)(4).

Manufacturer narrative:
The actual device was returned for evaluation. The complaint part was observed to be bent. This deformation may have been due to excessive force applied to the clamp which could have potentially led to the screw becoming loose. Recurrent use of the device as well as thermal expansion and contraction during cleaning could have loosened the screw leading to it falling out. The IFU recommends that devices are visually inspected for completeness, damage, and excessive wear that would compromise the function of the device. It was noted that the area exhibiting the issue contained accumulations of biological residue. However, it could not be confirmed whether this contributed to the occurrence of the failure mode. Based on all we discovered, the root cause is related to customer care and maintenance of the part. If any additional relevant information is discovered, it will be submitted in a supplemental report.